Event description:
Allegedly, patient was revise due to mom complication left

Manufacturer narrative:
This is the same event as 3010536692-2015-00971.

Manufacturer narrative:
This is the same event as 3010536692-2015-00971. (B)(4).